Event description:
It was reported that the left ventricular lead migrated into the coronary sinus. The lead had no capture at full output. The lead was capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.